Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced severe hyperglycemia while the ilet displayed a glucose of 254 mg/dl and a dexcom g7 sensor showed repeated errors and a grace-period-expired alert, whereas a contemporaneous fingerstick reading was 791 mg/dl; the user administered subcutaneous insulin by pen, changed from the dexcom g7 to a libre 3+ sensor, and later confirmed accuracy with a new glucometer showing concordant values with ilet. Symptoms included distress, irritability, dry mouth, urinary frequency, and hyperglycemia. Outcomes included no long-term health consequences or impact. Investigation included troubleshooting and education, verification of cgm accuracy by fingerstick with a new glucometer, and confirmation that the new libre 3+ readings aligned with ilet. Investigation of this case revealed discrepant readings associated with the prior dexcom g7 sensor during its grace-period-expired state and brief sensor issues, while ilet values matched the accurate fingerstick and libre 3+ measurements. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.